Event description:
The pump did not pass the lead screw test. It was stated that the lead screw rotates but is not pushing on the plunger of the reservoir. Blood glucoses were treated with manual injection.